Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon dilatation could not be performed. Of note, the patient had severe tortuosity of descending aorta, transverse heart and heavy calcification. Due the calcification, the valve was squeezed causing it to dislodged upward eventually ending up on the sinus. No obstruction to the coronary artery was observed, so a new valve was deployed again. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon dilatation could not be performed. Of note, the patient had severe tortuosity of descending aorta, transverse heart and heavy calcification. Due the the calcification, the valve was squeezed causing it to dislodged upward eventually ending up on the sinus. No obstruction to the coronary artery was observed, so a new valve was deployed again. No additional adverse patient effects were reported. Additional information was received to report the patient's tortuous anatomy included severe lordosis. The pre-implant balloon dilation was not performed because the balloon could not be expanded in the aortic annulus.

Manufacturer narrative:
Image review: one media file was provided for review. The media file provided shows two valves, one valve appears to have dislodged to the ascending aorta and the second valve appears to be properly implanted in the aortic position. The dislodgement event was not captured thus it is not possible to validate cause of the dislodgment, so this review is inconclusive. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.